Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the area was bleeding and the patient was not able to stop the bleeding so she went to the emergency room. At the ER, a nurse and a doctor assisted the patient, the nurse provided pressure on the insertion site to stop the bleeding and they treated the patient with an unspecified oral medication ( ¿some blood stopping pill¿). At the time of the report the patient was fine and the bleeding stopped. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.